Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes.  Atrial events appear to be falling in blanking/refractory at times possibly triggering termination of at/af events. The ra lead remains in use. No patient complications have been reported as a result of this event.